Event description:
A report was received that a patient had fallen (not device related) and hit the ipg which caused pain and a burning sensation around the pocket site. The physician met with the patient and determined by x ray that the ipg was moving in the pocket and the patient would undergo a pocket revision. During the revision surgery the physician noted that a lead was found to be fractured. The physician attributed the burning sensation to the lead fracture. The leads and ipg were explanted and the patient was re-implanted with new devices. The patient is reportedly doing well following the procedure.

Manufacturer narrative:
Additional suspect medical device components involved: model #: sc-2218-70, serial #: (B)(4), description: linear st lead with preloaded enhanced stylet - 70 cm. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.